Event description:
Customer reported via phone call of having difficulties priming insulin pump. Customer's blood glucose was 408 mg/dl and was treated with insulin pump. Customer was assisted in priming pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.